Event description:
It was reported that during an intercondylar muscle avulsion fracture surgery, while inserting the implant broke. The same product back up was used. There were no patient injuries.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent. Dimensional assessment of the inner shaft confirmed it met print specifications. Anchor was not returned for evaluation. The condition of the inserter indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage.

Event description:
It was reported that during an intercondylar muscle avulsion fracture surgery, while inserting, the implant broke. The pieces were removed from patient and an additional bone hole was required to complete the procedure. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during an intercondylar muscle avulsion fracture surgery, while inserting, the implant broke. The pieces were removed from patient and an additional bone hole was required to complete the procedure. There was a delay greater than 30 minutes but a backup device was available to complete the procedure with no patient injuries.